Event description:
Patient connected the charger to their blood glucose meter, reported a smoky smell and stated burn marks appeared around the charging port.

Manufacturer narrative:
The patient no longer has the device. The patient reported smelling smoke and stated burn marks were around the charging port.